Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a power error alarm. Troubleshooting was performed and the customer could clear the alarm and could not rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracks in the battery tube threads--one vertical the other horizontal, crack in the case on the battery tube side which starts at the left belt clip rail, cracked middle (enter) keypad button. The pump was received without a battery cap. The pump passed the displacement and active current measurement tests; it failed sleep current measurement and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Self test failed because it returned a pump error 63. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms that 4 pump error 25s occurred on 02/12/2023 from 00:00:00 to 08:00:00 and one occurred on 02/13/2023 @ 21:00:00. The adapt tool reveals that the following battery related alerts/alarms occurred around the event date: 73=change battery occurred on 02/10/2023 @ 06:00:00 & 17:00:00; 58=failed battery test occurred on 02/10/2023 @ 06:21:03. The long trace file confirms that pump error 63 (variableinfo = 0x03 hex = 3) occurred on 10/13/2023 @ 10:45:47 which was when the self test was conducted. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; pcba1--back of the lcd screen, traces of previous moisture presence inside the j6 internal battery connector. A visual inspection of u1 on the keypad assembly under a microscope reveals that there is a cold solder joint at pin 6. In summary, the customer¿s report of power error detected alerts was confirmed in the pump's history. The pump error 25s and the high sleep current measurement are due to the previous moisture presence on pcba1. Pump error 63 (variableinfo = 0x03 hex = 3) is due to a cold solder joint at u1 pin 6 on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.